Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The user was reporting a past event. Blood glucose level at the time of the incident was 256 mg/dl. Troubleshooting was not completed for the insulin flow blocked alarm as the customer was driving. The pump will not be returned for analysis. No product is expected to return for analysis.